Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) device was not working. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally clarified by the clinic that the ipg device did not have any issues and transmission received showed normal function. The patient was actually experiencing difficulty with telemetry while performing a remote transmission. The device and monitor remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.